Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument had a broken cable. A backup same instrument was used to complete the procedure with no patient harm.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation(s) not reported by site were also identified: the maryland bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The insulation was completely removed from the wire leaving the full wire exposed. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Furthermore, the instrument was found to have damage to the conductor wire insulation at the grip routing. Visual inspection found the wire to not be exposed at the sight of the insulation damage. The instrument did exhibit an exposed wire on the opposite side where the broken conductor wire is located. The instrument grips were manually manipulated, and the instrument failed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.